Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced the screen on the right hand side has a small crack on it. Customer's blood glucose value was 128 mg/dl at the time of the incident. The customer was assisted with troubleshooting and difficulty to read the numbers day or night. Customer will return device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was also programmed with test glucose meter. Device communicated properly and recorded the 100 mg/dl value properly from glucose meter. Device received with cracked case at the display window corners and cracked lcd window,